Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that and open package was found before use with a pen needle 31gx5mm. The following information was provided by the initial reporter, "the customer's feedback about needle cover is completely degummed, and it will fall off when touched on the cover, which may affect the sterilization of the product." (B)(4) occurrences were reported.

Manufacturer narrative:
H.6. Investigation: lot#7338270 DHR was reviewed and no qn found. Manufacture records for lot#7338270was reviewed, no abnormal was found. 7pcs retention samples were checked on teardrop label visual inspection and teardrop label pull force and all results meet the specification. Compare the returned products from the same hospital, the products confirmed is not from bd. Base on investigation above, this is not the manufacturing issue.

Event description:
It was reported that and open package was found before use with a pen needle 31gx5mm. The following information was provided by the initial reporter, "the customer's feedback about needle cover is completely degummed, and it will fall off when touched on the cover, which may affect the sterilization of the product." 69 occurrences were reported.